Manufacturer narrative:
Device evaluation result: external packaging was returned. Internal packaging was not returned. The hub was printed as expected and there were no visual defects noted. The stent guard was returned on the device, but it was positioned close to the hub of the device. No visual defects were noted on the inner, outer or tip. The stent was returned on the device, but it was positioned approx. 4.5mm towards the distal tip. The stent was slightly flattened in the centre. No damage was observed on the balloon. No functional examination was carried out on the device as it was not applicable to the complaint. The evaluation of the returned device has confirmed the stent dislodged/dislocated failure mode reported. The stent was positioned approx. 4.5mm towards the distal tip and over the distal marker band. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is expected to be returned. The investigation is on-going.

Event description:
It was reported that the stent dislocated from the delivery system. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the iliac artery. The patient was being treated for stenosis. A contralateral approach was made. A cook road runner, 0.035, 260 cm guidewire was used. The 10 x 38 device was used with a 10f, 45 cm cook introducer sheath. There was no difficulty advancing the device through the sheath. However the stent dislocated from the delivery system during "navigation" by tortuosity of the common iliac artery. The stent dislocated while inside of the sheath. The stent was carefully removed from the sheath. With the delivery system. The implant was lodged within the sheath throughout tracking. Prior to the stent dislocating the device had not been pulled back or attempted to be pulled back into the sheath. Multiple attempts to insert the device into the sheath were not required. It was decided to use another similar product from another lot 50135998. There was no failure with the second device used. Guidewire access was maintained throughout the procedure. There was no patient injury reported.

Manufacturer narrative:
It was reported that the stent dislocated from the delivery system. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the iliac artery. The patient was being treated for stenosis. A contralateral approach was made. A cook road runner, 0.035, 260cm guidewire was used. The 10x38 device was used with a 10f, 45cm cook introducer sheath. There was no difficulty advancing the device through the sheath. However the stent dislocated from the delivery system during "navigation" by tortuosity of the common iliac artery. The stent dislocated while inside of the sheath. The stent was carefully removed from the sheath with the delivery system. The implant was lodged within the sheath throughout tracking. Prior to the stent dislocating the device had not been pulled back or attempted to be pulled back into the sheath. Multiple attempts to insert the device into the sheath were not required. It was decided to use another similar product from another lot 50135998. There was no failure with the second device used. Guidewire access was maintained throughout the procedure. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, handling or procedural techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated rate for this failure mode is 0.074% (last 24 months) and is hence higher than the predicted rate of 0.01% the rate is decreasing since the process improvement (action from CAPA) was introduced into production during sept 16. The current rate from sept 16 to aug 17 is 0.01%. This is equal to the predicted rate of 0.01%. The IFU states: a device description: implant: the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).